Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported continual glucose monitor was missing the graph. No adverse impact to blood glucose level. Customer reset pump to resolve this issue.